Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and ovarian cancer ('they found cancer cells and I may have to go back into have my ovaries taken out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced hepatic lesion ("liver lesion"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have ovarian cancer (seriousness criterion medically significant). The patient was treated with surgery (essure removed on ((B)(6) 2016). Essure was removed. At the time of the report, the ovarian cancer and hepatic lesion outcome was unknown. The reporter considered hepatic lesion, medical device removal and ovarian cancer to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.